Event description:
It was reported that the 3.0x23 mm promus stent was implanted via direct stenting in the left anterior descending artery with moderate tortuosity on (B)(6) 2011 for treatment of proximal stent edge restenosis (90%) of a non-abbott stent that was implanted on (B)(6) 2011. Post dilatation of the promus stent was performed and the procedure was considered successful. On (B)(6) 2011 the patient presented in shock with ventricular tachycardia and ventricular fibrillation and was treated with cardioversion and medication. Thrombosis was confirmed by angiography and thrombectomy and plain old balloon angioplasty was performed for treatment of the thrombosis of the promus stent. Due to treatment for congestive heart failure the patient remains hospitalized. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Thrombosis, arrhythmia (includes ventricular fibrillation and ventricular tachycardia), cardiogenic shock, and heart failure are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the promus stent was implanted via direct stenting to treat in-stent restenosis, it should be noted that the promus instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter of appropriate length and diameter for the vessel/lesion to be treated. Additionally, the promus IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 3.75 mm. The promus IFU also cautions that: safety and effectiveness of the stent have not been established for subject populations with in-stent restenosis. In this case, the reported IFU deviations do not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure.